Manufacturer narrative:
The field service engineer (fse) evaluated the aia-2000 analyzer at the customer's site. Fse upgraded the analyzer barcode reader which resolved the issue. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes 1 malfunction event on the aia-2000 analyzer. The review of this event indicated that the aia-2000 analyzer experienced a barcode reader error message, which caused delayed reporting of critical patient test results. The customer reported that they switched to a new laboratory information system (lis) barcode system. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.